Event description:
Registered nurse attempted to insert double lumen peripherally inserted central catheter (dl PICC) line when half of transducer would not snap off the PICC line and a bard blade had to be used to cut it off.